Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the left bundle branch pacing (lbbp) lead was damaged while burrowing the lead into the left bundle area. The lbbp lead was not used and replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
The reported event of a damaged helix was confirmed. A complete lead was returned for analysis. Visual and x-ray inspection of the helix noted it was bent / damaged which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.